Event description:
Patient reported the cartridge compartment of the infusion device was wet during a cartridge change on (B)(6) 2011. She dried the cartridge compartment with a tissue and inserted a new cartridge. A short time later, the cartridge compartment was wet again and there were also large air bubbles in the cartridge. Patient reported the cartridge was leaky. On (B)(6) 2011, she dried the cartridge compartment with a tissue and waited 5 hours to insert a new cartridge. This was not successful in addressing the concern. Infusion device was replaced, and the infusion device and cartridge were requested for evaluation. No physiological effects were reported. Patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.